Event description:
It was reported patient presented in clinic. The patient's right ventricular (rv) lead exhibited noise over-sensing. There were no patient consequences. Additional information was requested and not received.

Event description:
Additional information received indicated that programming changes were made to disable the right ventricular (rv) lead due to noise oversensing. The rv lead was later capped and replaced on (B)(6) 2026. The patient was stable throughout.